Event description:
A family member reported that the patient was experiencing erratic blood glucose (bg) ranging from an unknown low with convulsions to "high" on the meter (above 600 mg/dl). The family member reported that the patient had a sinus infection and was being treated with antibiotics. The patient's bg on (B)(6) 2011 at 9:30 pm was 598 mg/dl. The family member reported that the elevated bg was treated with a bolus and the patient's bg returned to 235 mg/dl an hour and a half later. The family member reported that by 12 am on (B)(6) 2011, the patient was convulsing and the patient was administered oral glucose gel and his bg returned to 70 mg/dl. The family member reported that ems was called, and the patient was taken, by the family member, to the emergency room for observation. The family member reported that the patient was not taken off the pump while in the hospital for low bg. The family member reported that the patient's health care provider adjusted the patient's rates and the settings were being monitored and adjusted accordingly. The family member confirmed that the patient did not prime or manipulate the cartridge or cap while attached. The family member was unable to complete troubleshooting at the time of the call. This report is made based on the allegation that the patient experienced erratic blood glucose while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4)